Event description:
Customer reported that the unit was giving error code message of machine and proximal pressure sensors failed at start up. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.